Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips remote service (rse) that the system would not boot up. Review of system log file identified that the mains power disappears from the system for a particular time. Upon troubleshooting, rse advised the customer on fan and power tray in mpdu and provided the customer with part number. No further service provided from philips. Later customer confirmed the system was working in good working order. The codes were updated based on the investigation outcome.